Manufacturer narrative:
This report was initially submitted following notification from a customer in israel regarding a misidentification of pseudomonas oryzihabitans as klebsiella pneumoniae in association with the vitek® ms (ref 410895, serial (B)(6)). The expected result was a pseudomonas species, so the customer performed alternate testing with the vitek® 2 which obtained an identification of pseudomonas oryzihabitans. Specific vitek® 2 lot number information was not provided. A biomérieux internal investigation has been completed with the following results: complaint trend analysis and device history record: the review did not highlight any issue during manufacturing for this strain. There is no CAPA, no non conformity on vitek® ms linked with customer 's complaint. Investigation: investigation protocol and data /sample was provided. Conclusion on the fine tuning: according to the vilink alert tool criteria, a fine tuning was needed during the tests performed on (B)(6) 2019. During the tests made the (B)(6) 2019, no fine tuning was needed (a new fine tuning was made just before the tests). Conclusion on spot preparation quality: the customer's spot preparation quality was good. The calibrator and sample "all peaks" values were quite homogenous. Conclusion on the identification: according to the internal control and full 16 s and gyrb sequencing done, the sample identification was klebsiella pneumoniae. There was no vitek® ms malfunction, vitek® ms gave the correct identification. Root cause analysis: not applicable.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of pseudomonas oryzihabitans as klebsiella pneumoniae in association with the vitek® ms (ref 410895, serial (B)(4). The expected result was a pseudomonas species, so the customer performed alternate testing with the vitek® 2 which obtained an identification of pseudomonas oryzihabitans. Specific vitek® 2 lot number information was not provided. The customer subcultured the isolate and performed repeat analysis with both the vitek® ms and the vitek® 2. Repeat vitek® ms: klebsiella pneumoniae. Repeat vitek® 2: pseudomonas oryzihabitans. There is no indication or report from the laboratory that the misidentification led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.